Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: a correction has been processed after a typo which was noticed under field d4. Expiration date. The field has been updated from 9/11/2025 to 3/30/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter where noise on ECG signals occurred. It was reported that during the afib operation, leakage current was detected on piu rl input. A second catheter was used to complete the operation. There was no adverse event reported on patient. According to additional information the "current leakage error" was displayed due to a signal noise / signal loss issue. The noise was affecting all ECG (bs + ic) channels on both carto® and recording system. The physician did not have any external ECG/EKG signal to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.). During the signal interference/loss, the affected catheter was inside the patient¿s body. It is not clear what the caller meant by piu rl input. On 9/14/2020, biosense webster inc. Received additional information clarifying that what they meant by ¿piu rl input¿ was that ¿current leakage¿ is ¿error 7 leakage current detected on patient interface unit on right leg input. H10: device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good conditions. Then, the catheter was connected to carto and the catheter was properly visualized and no errors were observed. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. The device was found working correctly. Correction: it was noticed that the d4. Expiration date was incorrectly reported as 9/11/2025. The correct expiration date is 3/30/2021. Field d4. Has been populated correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter where noise on ECG signals occurred. It was reported that during the afib operation, leakage current was detected on piu rl input. A second catheter was used to complete the operation. There was no adverse event reported on patient. According to additional information the "current leakage error" was displayed due to a signal noise / signal loss issue. The noise was affecting all ECG (bs + ic) channels on both carto® and recording system. The physician did not have any external ECG/EKG signal to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.). During the signal interference/loss, the affected catheter was inside the patient¿s body. It is not clear what the caller meant by piu rl input. With the available information this complaint is considered reportable. Should more information becomes available in the future; the reportability decision will be reassessed.